Manufacturer narrative:
(B)(4). The velocity port with the locking connector and 4.5cm of catheter and the tubing strain relief was returned for analysis. The actuator ring was in the unlocked position. The hooks on the injection port were retracted. The locking connector was correctly connected on the port. Two punctures were observed on the septum. A manual test was performed on the actuator ring rotated deploying /retracting hooks as intended. A sample applier was used to perform functional tests with the injection port and component functioned as intended. The port was fully functional. A review of the IFU was conducted and detailed instructions are provided for correct port placement.

Event description:
It was reported that post implant adjustable gastric band, the port flipped. This was detected by x-ray. The port was replaced on (B)(6) 2010. It has not been determined. When the port flipped. It flipped sometime between the fill on (B)(6) 2010. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.